Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.

Event description:
It was reported that during a stenting procedure in the sfa, the vascular stent was partially released when the deployment system got blocked and the stent could not be deployed any further. Reportedly, the system was retracted with some difficulties. Another stent was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device and images confirmed the reported deployment failure. A force transmitting component was found to be broken which made complete stent deployment impossible. Potential factors that could have led or contributed to the reported event have been considered. Previously reported similar complaints have been reviewed. The reported event may be related to difficult anatomical conditions as tortuous or calcified vessels may lead to increased friction. The reported event also may be use-related as rough handling of the device especially during unpacking may lead to deformation and subsequent release force increase. However, as only a part of the delivery system was returned for evaluation, no further conclusion was possible. Based on the information available, a definite root cause for the event reported could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." And "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used.". Also the IFU states: "if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together."